Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm venous outflow. Approximately 8 months post procedure patient suffered stenosis left arteriovenous fistula anastomosis. Decreasing flows and prolonged bleeding at left forearm fistula. Previously treated with dcb. Fistulogram with intent to treat. Treated with balloon angioplasty. Flows improved. Patient recovered.